Event description:
It was reported the spinal cord stimulation had not helped as much as the patient thought it would. The therapy had not helped at all and the patient had turned the therapy off. After the patient¿s last hip surgery in 2014, the implantable neurostimulator (ins) implant site had been bothering them. The patient was going to discuss device removal with their healthcare professional. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3 7754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).